Manufacturer narrative:
Correction: on initial MDR the product code should have been a24 instead of a051201. Additional information has been provided in h.3., h.6. And h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in a2.,a3.a.,b.3.,b.5.,b.7.,d.10 and e.4. Additional information has been provided in h.3., h.6., and h.11. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric multifocal company 22.5 diopter (add power 2.2/3.2) lens was replaced with a non company, non-toric monofocal, 20.5 diopter lens. Additional information was provided thar the patent had a history of prior lasik (laser-assisted in situ keratomileusis) surgery. Due to the exchange of a toric multifocal lens to a non-toric monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has received and it states that iol was exchanged for non company lens in the secondary implant procedure. No patient impact was reported.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and can see edges of lenses. Clinical reason being mentioned as mechanical complications with intraocular lens (iol). The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested.